Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt, analysis confirmed the reed switch in this device was stuck in the closed position, which was the cause of the clinically observed erroneous programmer message indicating the presence of a magnet. Boston scientific has observed similar device behavior and though investigation has been unable to determine the root cause, a manufacturing change was implemented that has been incrementally successfully in identifying devices with stuck reed switches prior to their distribution.

Event description:
Additional information was received indicating this device has been explanted. There were no additional adverse patient effects reported. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). All available information indicates the device remains implanted. This report will be updated should further information become available.

Event description:
Boston scientific received information that upon interrogation of this pacemaker, a message appeared indicating "function disabled due to device being in a magnet mode, remove magnet." The magnet response was turned off and the interrogation could proceed. Afterward, when the magnet mode was turned back to asynch, the same message appeared. A boston scientific engineer reviewed the device data and confirmed the reed switch appears to be stuck. The health care professional (hcp) asked if the device should be replaced. Boston scientific technical services (ts) explained that the device is not functioning as intended but it could remain implanted if the patient can be managed with the device magnet function programmed off. The physician believes it would be best to replace the device. There were no adverse patient effects reported.